Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralight st and composix kugel hernia patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Addendum: h11: this is an addendum to the initial emdr submitted in 06-feb-2020. This supplemental emdr was submitted to report that the patient was implanted only with the bard/davol ventralight st (device #1) and not with the bard/davol composix kugel (device #2) and the claim was made only against bard/davol ventralight st. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st and composix kugel hernia patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note, the revised information provided by the attorney states that the patient was implanted only with ventralight st and patient was not implanted with a composix kugel mesh as was in the initial claim.